Event description:
It was reported that the pump declared an alarm during pumping. There was no reported impact to the customer¿s blood glucose level as the customer declined to answer questions about it. The issue had occurred in the past, but no further information was provided regarding actions taken or the outcome.